Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a history of exhibiting high out of range shock impedance measurements of greater than 125 ohms. Surgical intervention was performed and the crt-d was explanted. No adverse patient effects were reported.